Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated went to the hospital for hyperglycemia event. The blood glucose reading was 222 mg/dl. Troubleshooting was done for high blood glucose. Customer stated that blood glucose at the time of hospitalization was 364 mg/dl. Customer was treated with fluid and insulin drip. Customer stated was not wearing the insulin pump for a couple hours at the time of hospitalization. It was found that customer had bent cannula. Advised the customer that high blood glucose are often caused by site/set issues. Advised customer to change the sets every 2-3 days. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The motor passed the motor test. The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.